Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), part #323.062 , lot #9668115, manufacturing date: 23.oct.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while drilling for a 2.7mm cortex screw during a calcaneus open reduction internal fixation (orif), a drill bit broke and was retained in the patient post operatively. Surgeon attempted to retrieve it, but was unsuccessful. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery was completed successfully with a ten minute delay.